Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. The device does turn on using batteries. Visual inspection upon receiving revealed no external defects or damages. The device was able to obtain readings normally, and alarm alert conditions functioned as designed. Internal inspection revealed corrosion on u9, c103 and r136. The technology board connector j3 and front chassis were damaged during the investigation. The reported issue was unable to be duplicated, however the system board corrosion can cause the device to have an erratic display. Initial reporter zip code exceeded the maximum number of allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the device is missing segments and does not boot up correctly. No consequences or impact to patient were reported.